Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: on investigation, the pump powered on with the display screen illuminated. Investigation did not duplicate the alleged blank screen. Unrelated to the original complaint, the display screen was noted to be dim and discolored, the battery cap was damaged; the threads were stripped. A test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the display screen on the pump was blank. There was no indication that the alleged issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.